Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter thoracic aortic aneurysm. A recent CT was done and it showed a type I endoleak. The physician successfully repaired the endoleak with a 40-40-150 valiant stent graft. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.